Manufacturer narrative:
Additional information was received that the left ventricular outflow tract (lvot) had a large amount of calcification at the tricuspid valve and continuing to the lcc. At 2/3 deployment the valve was placed at approximately 6 mm on the lcc. Mild-moderate paravalvular leak (pvl) was noted. The valve was fully deployed due to concern of annular rupture risk. After the final placement, a post-implant balloon aortic valvuloplasty (bav) was performed with a 22 mm non-medtronic balloon resulting in a slight improvement in pvl but no change in the grade. Complete heart block (chb) was noted and a slight delay in the right coronary artery (rca) flow was observed but attributed to the contrast medium. When the procedure was completed, a decrease in blood pressure was noted. An attempt was made pressurize, but was unsuccessful. Elevation of central venous pressure (cvp) was observed. Additional imaging indicated an occlusion of coronary artery. Using intravascular ultrasound (ivus), leaflets and adhered calcification near the entry and valve frame were confirmed. Pci was performed with a 3.0 x 15 mm non-medtronic balloon for expansion and the blood flow immediately restored. A stent was deployed inside of the valve and the rca lumen was secured. Immediately after reperfusion, right ventricle movement became active. The blood pressure was gradually recovered and conduction converted to normal sinus rhythm. The patient was reported to be hemodynamically stable and the procedure was completed. Updated data: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve compressed the native valve¿s leaflets and blocked the right coronary artery (rca) ostium. Percutaneous coronary intervention (pci) was performed for reperfusion of blood flow. Eight days following the implant of this valve, a surgical aortic valve replacement (savr) was performed due to a large amount of thrombus formation which was thought to be caused by the patient's coagulation abnormality. The valve was explanted and a non-medtronic surgical valve was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was reported that the rca occlusion was caused by the movement of the valve. The initial implant depth on the ncc was at 6mm and 10mm on the lcc. The final implant depth on the ncc was at 5mm and 7mm on the lcc. It was unknown if the valve dislodged during the procedure or migrated following completion of the procedure. The occlusion of the rca was confirmed thirty minutes following the valve implant procedure and the valve was then reported to be at a depth of 4mm on the ncc and 6mm on the lcc. The cause of the valve movement was unknown. No additional adverse patient effects were reported. No additional adverse patient effects were reported. Pt. Identifier: (B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that the occlusion of the rca was confirmed thirty minutes following the valve implant procedure and the pci was performed immediately thereafter. An unknown time later, the thrombus formation on the ascending side of the implanted valve cusp and the stent that was placed in the ostium of the rca was observed. The condition was monitored by medication. No improvement was observed, so the savr was performed eight days following the implant of this valve. It was noted that the patient did have any coagulopathy issues or other blood disorders; however, the details were unknown due to confidential reasons. If information is provided in the future, a supplemental report will be issued.